Event description:
It was reported that during a coronary drug eluting stenting procedure, the shaft of the delivery device catheter fractured. The physician was advancing the taxus express2 8.8% 2.75 x 32 mm drug eluting stent into the guide catheter, the shaft of the catheter kinked. When the physician attempted to straighten the catheter, the shaft broke into two pieces. This occurred outside of the pt's body. The physician used another taxus express2 8.8% 2.75 x 32 mm drug eluting stent to complete the procedure. No pt injuries or complications were reported.